Event description:
It was reported that the charger for an ilet bionic pancreas did not charge reliably, with the user uncertain about charger status because the indicator light was not visible during use. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included education on proper charger orientation and shipment of a replacement charger via two-day shipping. Investigation included initial troubleshooting and user guidance on verifying a solid indicator light. Investigation of this case revealed a likely user-related issue with indicator light visibility affecting perceived charging status, with a potential charger malfunction not excluded. It was concluded, based on previously established findings for similar reports, that the cause was likely user error with possible device component performance contributing.